Manufacturer narrative:
Results: the nosecone was detached from the handle body. Conclusions: evaluation of the returned handle revealed that the nosecone was detached from the handle body. The root cause of this could not be determined. During the functional test, the nosecone was re-attached to the handle body without an issue. The handle was functionally tested on the handle fixture and passed within specification. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the nose cone detached from the handle body. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal vein using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil into the target vessel using the microcatheter. Then, prior to detaching it using the handle, the physician noticed that the nose cone of the handle was missing. Therefore, the handle was not used, and a new handle was used to detach the ruby coil. The procedure was completed using one additional ruby coil, and one pod packing coil (pod pc). There was no report of an adverse effect to the patient.